Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the new pacing lead parameters were unable to be tested. There was no damage to the lead noted. The lead was removed and a new atrial lead was successfully used instead.